Event description:
It was reported that the patient recently started having "seizure-like episodes". There was no known accident or incident related to this complaint. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).